Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The pump passed functional testings including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The pump was received with normal operating currents and no unexpected off no power, low battery, bad battery, weak battery, failed battery test, or battery out limit alarms were noted. The pump was reset with the correct time/date and monitored for 24 hrs. There was no time/date anomaly noted. The pump had an intermittent button response due to a flattened act button dome switch. There was no button error alarm noted during the testing. They were unable to inspect keypad traces for moisture damage. The pump had cracked battery tube threads, a cracked case at the display window corner, a minor scratched lcd window, and a broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the battery has not been charging well for him. Customer stated that the battery was not lasting more than 2-3 days. Customer reported that his health care professional showed him yesterday that he had a crack on the pump. Customer also reported that he had been hospitalized for low blood glucose on (B)(6) 2015. Customer's blood glucose was 51 mg/dl at the time. Customer was found unconscious and stated that the perceived cause of the low blood glucose was that he was put on a couple of new medications and they increased his dose. Customer's wife found the customer unconscious and called the paramedics. Customer reported that the battery indicator does not show less than 2 bars. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. Customer received a battery out limit alarm. Customer found that the battery compartment was also damaged. Customer was advised that the pump will need to be replaced.